Event description:
Reference number (B)(4). Event occurred in mexico. It was reported that the patient experienced connector hub was damaged and there was leaking between the plastic part with the needle which occurred on an unknown date. It was also reported that the plastic part that was glued to the tube for that it was unable to obtained a flow value. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. This complaint investigation was conducted to document a leakage failure observed at the y-cap connector hub in one reference sample from lot number 6005164. The failure was identified during additional testing associated with complaint (B)(4). Complaint investigation: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6005164, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6005164 was manufactured according to the work instruction (wi) version 66 and manufactured in the line # 6 on 23/jan/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4a03401 was manufactured according to the wi version 59 and manufactured in the machine sc02, on 22/jan/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: investigation process of the complaint was carried out in accordance with: functional leak test was performed on 9 samples out 10 samples passed the test - 1 sample failed the test for leakage from connection of hub caused by a damaged y-cap connector. Additional tests were not documented in version 2 of the test report. Conclusion summary of complaint investigation: as a result of the following: one leakage defect identified in the reference samples, the DHR review revealed no non-conformities (nc) were recorded in relation to the malfunction code reported in the complaint. According to the results, this complaint falls under the scope of the CAPA 2047721: "damages on the y-cap connector confirmed by ypsomed complaints".

Event description:
To date no additional patient or event details have been received.